Manufacturer narrative:
Code 3191 used as reason for exposure is unknown. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, additional information received stated difficulty initiating voiding, slow passage of urine through urethra, worsening/severe ui, sui with all activities, uui with every void, urinary frequency (q 30 mins - 1 hr), nocturia, slow urinary stream, severe sphincteric deficiency. (B)(6) 2017 - in-office cystoscopy - immobile bladder stone, large urethral stone occupying the entirety of mid urethra, suspect stones are associated with underlying midurethral sling and sacrocolpopexy mesh resultant of fistula, alyte y mesh/bard exposure, difficulty initiating voiding, slow passage of urine through urethra, worsening/severe ui, sui, uui, urinary frequency, nocturia, slow urinary stream, vcug while voiding, worsening ui, mui, poking sensation during intercourse, exposed mesh, irritation, severe sphincteric deficiency, immobile bladder stone, large urethral stones, vesicovaginal fistula due to bladder/urethral dystrophic calcifications, vesicovaginal fistula. (B)(6) 2017 - partial excision/laser removal of minitape/coloplast infiltrated into urethra, urethroplasty. (B)(6) 2018 - severe ui particularly from sitting to standing position, severe sui due to multiple prior procedures, ui persists. (B)(6) 2018 - gradually worsening urinary leakage.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, the patient's legal representative stated patient underwent vesicovaginal fistula repair, mesh explantation, stone formation and excision, urinary tract and bladder reconstruction due to painful mesh injuries including but not limited to mesh erosion into the bladder and urethra, and mesh associated calcifications.